Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it was discarded by the user center. The root cause of the initial resistance cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
On 02/15/2013 microvention, inc. Received a medwatch form via us mail. This was our first notification of a scepter complaint where difficulty was encountered upon loading coils. No harm was reported. Our sales representative and field assurance dept. Were not aware of such a complaint. On (B)(4) 2013, our sales representative visited this center spoke with the ir inventory manager. She indicated that the initial coil encountered some resistance during a deployment but, was still deployed with additional pressure. There were three subsequent coils deployed through the catheter without any resistance or difficulty. No harm or injury was encountered.